Manufacturer narrative:
According to the facility, a patient experienced medical device-related skin injuries to the left and right medial buttocks and right medial thigh associated with the use of an external female urine containment device and its tubing. No additional information is available at this time. A sample has been requested for evaluation. Due diligence has been completed. No additional details are available related to the customer reported issue. Despite multiple good faith efforts to obtain additional information, the customer contact was unable or unwilling to provide further incident details to the manufacturer. It has been determined that the reported event could cause or contribute to serious injury requiring medical intervention, therefore, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
According to the facility, a patient experienced medical device-related skin injuries to the left and right medial buttocks and right medial thigh associated with the use of an external female urine containment device and its tubing.